Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient indicated that rubber keypad was peeling up at the ok button. Reportedly, the tactile changes had occurred prior to the damage. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): on examination, the keypad was lifting and peeling below the ok button, extending to the top of the down arrow button with the button contacts exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons had intermittent response and required multiple presses with increased force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.